Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, an olympus field service representative went onsite and inspected the subject device. The b30 error was unable to be confirmed. Additionally, it was found that there was residue visible in the socket. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the final root cause of the b30 error was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is not expected to be returned for evaluation. The investigation is ongoing. And follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source had a permanent b30 code. The site noted, that the base was cleaned regularly with the cleaning set. But the error occurred constantly with different endoscopes. The contact points also showed corrosion and wear. There were no reports of patient harm. Related patient identifiers: (B)(6).